Manufacturer narrative:
H6: investigation summary fourteen samples were provided to our quality team for investigation. The reported issue was not confirmed upon inspection of the samples. None of the samples showed any signs of the reported defect. Since the reported defect was not confirmed a manufacturing root cause could not be determined. A device history record review was completed for provided lot number 2030421. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that the bd luer-lok¿ tip syringe had oil stains on/inside it. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "customer is reporting oil stains, unclear scale lines, and surface scratches upon their inspection... No patient harm involved."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ tip syringe had oil stains on/inside it. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "customer is reporting oil stains, unclear scale lines, and surface scratches upon their inspection... No patient harm involved."